Event description:
It was reported that following a successful gore tag thoracic endoprosthesis implant, the external iliac ruptured upon sheath removal. To repair the rupture, the physician performed a retro-peritoneal cutdown. The physician noted the sheath inserted without event, but upon removal the vessel diameter was too tight. The patient is currently doing well.